Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) ranged from 400s-500s mg/dl. A manual insulin injection was used to address bg.